Manufacturer narrative:
The ralc30v and fs214 devices were tested in the lab and performed as intended. The root cause of the issue could not be determined.

Event description:
After firing the ralc30v device, it was noted that the instrument failed to cut tissue completely and under formed staples were noted.